Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of polyethylene wear as stated in the legal documentation. The extent and root cause of the reported polyethylene wear cannot be determined as the device was not available for evaluation and images of the explanted devices, pre-revision radiographs, and operative notes were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported that approximately 136 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening and synovitis. Revision surgery operative notes were provided. Post operative diagnosis noted mechanical loosening of internal left knee prosthetic joint. Intraoperatively the surgeon observed scar tissue and excess synovium. It was noted that upon exposing the femoral component, the surgeon observed it to be significantly loose. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and/or femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a legal notification, that a patient, initial bilateral knees implanted on (B)(6) 2011, underwent a left total knee revision surgery on (B)(6) 2022, to remove the failed optetrak device due to a ¿debris-containing synovitis consistent with polymeric wear.¿ revision surgery was due to accelerated and preventable wear of the defective polyethylene insert component within the optetrak device. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer,metal,polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.